Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02aug19. The manufacturer's field service engineer (fse) performed remote troubleshooting. The fse provided the customer with the parts ID for a replacement pcba switch. The customer replaced the pcba switch to address the issue. After this repair, the customer reported that the device was fully functional. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the printed circuit board assembly (pcba) switch was not functioning. There was no patient involvement.